Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The reported feedback suggests that there is a leakage. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer's report of a leakage was confirmed. A visual inspection confirmed the customer's report as a hole was observed on the silicone tubing at the shoulder of the upper pumping segment component. Leakage was identified from the hole. The root cause of the customer's report could not be confirmed.

Event description:
The reported feedback suggests that there is a leakage.